Event description:
It was reported that this pacemaker detected high out-of-range right atrial (ra) lead impedance measurements resulting in a lead safety switch (lss). The lss automatically reprograms the polarity of the lead from bipolar to unipolar. Due to unipolar polarity there was ra oversensing noted in atrial tachy response (atr) episodes.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker detected high out-of-range right atrial (ra) lead impedance measurements resulting in a lead safety switch (lss). The lss automatically reprograms the polarity of the lead from bipolar to unipolar. Due to unipolar polarity there was ra oversensing noted in atrial tachy response (atr) episodes. This device remains in service. No adverse patient effects were reported.